Event description:
It was reported that the anesthesia system failed the system check out. There was no patient involvement. Manufacturer´s reference number: (B)(4).

Manufacturer narrative:
It was reported that the system check out failed. Additional information received from our field service engineer states that the fault was caused by the lack of preventive maintenance. The device logs have not been provided. Based on the above information, the true cause of the reported issue cannot be determined.

Event description:
Manufacturer's reference number: (B)(4).